Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 255mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.